Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded an episode where inappropriate shock therapy was delivered and therapy was exhausted for a supraventricular tachycardia (svt) with one on one conduction. Also, a pacemaker mediated tachycardia episode that does not appear to be true and an atrial tachycardia response episode that do not appear to be true and appears to be far-field oversensing were recorded. The system remains in service at this point. No adverse patient effects reported.